Manufacturer narrative:
Local reactions that manifest as inflammation and swelling are well-known and documented adverse reactions following injections of hyaluronic acid fillers. They may have several origins. They could be related to the traumatic environment of the injection, to an immune response of the body to the implant or to a bacterial infection. With appropriate medical treatment, symptoms can be quickly fully resolved, without sequelae. Moreover, the risk of such reactions is mentioned in the instruction for use of teosyal products.

Event description:
According to information received, a patient was injected on (B)(6) 2021 (unknown exact date) with an unknown volume of rha 2 into the lips. Subsequently, on an unknown date, the patient developed a strong intermittent inflammatory reaction on both lips. As treatment, the patient received an anti-inflammatories (corticosteroids), which did not stop the inflammatory reaction. On an unknown date, the patient underwent an echography which could not confirm the presence of any abnormality or palpable material in the affected area. The injector thought about injecting hyaluronidase but it is unknown if the injection was performed. According to our latest information received on feb. 04, 2022, symptoms were improving. Due to severity and duration of the symptoms, the case was assessed reportable to the competent authorities. No additional information is available at the time of this report.